Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation found that the following keys are inoperable: #2, #3, #5, #6, #8, and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag wil be displayed interfering with mdl drug searching). The keypad will be replaced. The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.

Event description:
It was reported that, "the number 1 on the keypad must be stuck, it's present in anything you try to do with the pump." There was no patient injury.